Event description:
The explanted generator was received by the manufacturer but product analysis has not been completed to date. It was also noted that the provider believes the recent increase in seizures requiring admission was related to low vns battery. No other relevant information has been received to date.

Event description:
Product analysis for the suspect device was completed. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. An interrogation, a system diagnostic test, an output waveform measurement, and a battery calculation were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has been in status epilepticus in the hospital for the past 3 weeks and had a battery replacement. The event's cause or relationship to vns therapy is unknown. The patient's explanted generator has not been received by manufacturer to date. No other relevant information has been received to date.